Manufacturer narrative:
Device used for treatment, not diagnosis. (B)(4). Device malfunctioned intra-operatively and was not implanted / explanted. Device is not expected to be returned for manufacturer review/investigation, facility-discarded. (B)(4): the wire broke intra-operatively and a portion of the wire was left in the patient without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported during an open reduction and internal fixation (orif) of a left talus on (B)(6) 2017, a kirschner wire broke intra-operatively. The wire broke during the removal process. The tip of the wire was not retrieved and remained imbedded in the patient. No surgical delay was reported. No additional medical intervention was required. Procedure was completed successfully. Patient status is listed as stable. This complaint involves 1 device. This report is 1 of 1 for (B)(4).